Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving morphine (1 mg/ml at .2 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient¿s other medications were not available. The patient¿s medical history included pancreatitis and seizures. On 24-mar-2016 it was reported that the patient¿s pump was flipping in his abdomen. The patient factors that may have led or contributed to the event were noted to be the patient¿s posture and body shape. The diagnostics/troubleshooting performed were noted to be that the physician was having trouble with pump refill due to the pump turning in the pocket. The pump was relocated from the patient¿s right abdomen to his right buttock. The sutures used to anchor the pump to the fascia had broken loose and were still attached to the pump. The existing catheter was tunneled to the new pocket. The pump segment of the existing catheter was replaced as it was twisted due to the flipping. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.